Event description:
Doctor reports patient has a 20yr old left total hip which appeared to be and osteonics stem and cup by x-ray. The patient was complaining of pain and x-ray revealed an eccentrically worn liner. Doctor requested to remove and exchange liner. During the surgery, doctor noticed that the cup was loose and planned to revise the cup. The cup was revised to a tritanium revision cup with screws. He also used hydroset to fill in cyst type lesions in the acetabulum. Upon probing the femur, he noticed what he called osteolysis proximally. At that time, he decided to revise the femoral component to a restoration modular stem. The procedure was completed successfully with good stability of the new hip.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding liner wear involving an osteonics liner was reported. The event was confirmed. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant were deemed insufficient for medical review. The reported event could not be confirmed. Clinical consultant indicated a little of poly wear in x-rays. Need op report, medical records and examination of components. Conclusions: the event was confirmed but the root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
Doctor reports patient has a 20yr old left total hip which appeared to be and osteonics stem and cup by x-ray. The patient was complaining of pain and x-ray revealed an eccentrically worn liner. Doctor requested to remove and exchange liner. During the surgery doctor noticed that the cup was loose and planned to revise the cup. The cup was revised to a tritanium revision cup with screws. He also used hydroset to fill in cyst type lesions in the acetabulum. Upon probing the femur he noticed what he called osteolysis proximally. At that time he decided to revise the femoral component to a restoration modular stem. The procedure was completed successfully with good stability of the new hip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as osteonics liner. An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.